Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00074 and 0001822565-2020-00860. Concomitant medical products: articular surface regular constraint size yellow/c-h 10 mm height catalog#: 90597003010 lot#: 63205998, all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: 63386486, tibial component pegged precoat for cemented use only size 3 catalog#: 00597003501 lot#: 63187291. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial left knee arthroplasty. Subsequently, approximately three months later, the patient underwent manipulation under anesthesia due to stiffness and limited range of motion.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records state "left knee manipulation under anesthesia due to flexion contracture/arthrofibrosis. Manipulation under anaesthesia was performed on (B)(6) 2016 without complication, intraop flexion to 120 degrees, "still a bit short of full extension¿would set her up with outpatient therapy."" Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.